Event description:
Catheter was placed in left femoral artery by miskate. In the next day the catheter was removed in the following day MRI and CT were performed due to the pt's unusual condition. A foreign body was confirmed in the cerebral blood vessel. The foreign body was measured to be 5 mm in length 2.1 mm in ID and 0.8 mm in od. The removal of the foreign body was attempted but it was not succeeded. The foregin body looks like a hvs tip. However, it was not confirmed as since the catheter had been disposed. The foreign body is still in the pt. The pt condition is stable.